Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the stapler on a laparoscopic appendectomy, the surgeon pressed the green button and handle moved forward. The surgeon was able to partially squeeze the handle with the knife bar advancing and then locking up but the surgeon was unable to squeeze the handle further which resulted in an incomplete staple line. A new handle and longer reload was opened to resect the appendix proximally to the original staple line. This event resulted to permanent tissue damage. They opened a second handle and a reload which worked fine and was able to complete the case safely.